Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer's blood glucose level was 300 mg/dl and treated it with insulin pump. It also reported that the unexpected restart alarm recurred during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm test. No unexpected external ram crc error or unexpected restart error alarm anomalies noted. Unit passed self test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.